Event description:
It was reported the device displayed the end of service (eos) message and it is unknown if the device depleted prematurely. The patient is receiving therapy but will likely require surgical intervention to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
"The reported observation of ¿replace generator soon¿ was confirmed. The root cause of the reported observation was due to the device having normal battery depletion at the time of explant. The estimated longevity would have been .32 years or 119 days +/- .25-year per ¿ 90205144, assuming 1000-ohm program impedances, for model 3660. The total stimulation on time was 120 days, suggesting the device had normal battery depletion at the time of explant. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. The device exhibited normal device characteristics during testing. The device failed warranty criteria in proclaimxr battery warranty evaluation: the device failed to meet the programming requirements as it was used in continuous mode and exceeded the amplitude limits."

Event description:
Additional information received identified that patient underwent surgical intervention wherein, the ipg was explanted and replaced. Effective therapy was restored post operatively.